Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6) 2009 (patient age unk; however, over 18 years). According to the complainant, while inserting the radial jaw 3 single-use biopsy forceps into the scope, the physician noted that there appeared to be a problem with the jaws. The device was removed from the scope and the needle of the device was noted to be bent and sticking outside of the jaws. This prevented the jaws from closing properly. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) other (won't close). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).